Manufacturer narrative:
Based on new information received, this event is no longer considered reportable. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. The subject device is not available for evaluation due to endocarditis. The root cause of the event was due to patient factors.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve implanted for 2 years and 8 months underwent redo aortic valve replacement due to recurrent endocarditis secondary to pseudomonas bacteremia, vegetation, and calcifications. A 25mm 3300tfx aortic valve was implanted in replacement. Echo demonstrated a well-seated properly functioning aortic prosthetic valve. Patient tolerated the procedure well. The patient remained stable and was transported to the intensive care unit. The patient was discharged to rehab on pod #10.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The subject device was not returned to edwards for evaluation. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve implanted for 2 years 8 months underwent redo aortic valve replacement due to unknown reasons. A 25mm 3300tfx aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.